Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. Medical conditions: no-ectopic pregnancy, blood transfusion, sepsis, abscess, oophorectomy, infection or hospitalization. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: no-ectopic pregnancy, blood transfusion, sepsis, abscess, oophorectomy, and infection. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. Medical conditions: no-ectopic pregnancy, blood transfusion, sepsis, abscess, oophorectomy, infection or hospitalization. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: no-ectopic pregnancy, blood transfusion, sepsis, abscess, oophorectomy, infection. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included uterine adenomyoma, cervix inflammation and leiomyoma. No-ectopic pregnancy, blood transfusion, sepsis, abscess, oophorectomy, infection or hospitalization. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted xi hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205). The reporter commented: no-ectopic pregnancy, blood transfusion, sepsis, abscess, oophorectomy, infection normal uterine cavity, bilateral tubal ostia visualized. Essure coil noted protruding into the cavity from the right cornual, at least 8 coils noted. No essure noted from left cornual. Decision made not to proceed with endometrial ablation. At the end of the procedure place progestin iud for menorrhagia management. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2022: mr received. Reporter information, patient medical history, rcc added. Event: medical device removal updated to event: menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.